Event description:
Repair center: alleged low o2/yellow light and the key is the valve is defective.per independent repair center: alleged alarming/red light and the key is the pilot valve is defective.